Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; rubber of the bending section teared, chipped in the bending section adhesive. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that it occurred due to contact with some object during handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On february 17th, 2020,olympus medical systems corp. (Omsc) was informed that during an unspecified procedure of the subject device, the bending section of the subject device was teared. The procedure was completed using another device. There was no report of patient injury associated with this event.